Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.